Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with more frequent symptomatic low flow alarms (lfa) and that the provider was concerned for outflow graft obstruction. The event log files captured multiple lfa with high pulsatility index (pi) & momentary low flow estimates on (B)(6) 2024 from 08:37 to 09:07. The estimated flow fluctuated below the alarm threshold of 2.5 lpm. Most of these low flow events were unsustained. The estimated flows were averaging from 2.1 to 2.4 lpm and pi was averaging from 6.8 to 9 during these events. There did not appear to be any type of external mechanical circulatory system equipment issues causing these events. The patient had a computed tomography angiography left ventricular assist device evaluation on 18apr2024. The patient will get a stent on (B)(6) 2024 for confirmed extrinsic outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
During the stent placement, it was noted that the patient's pump speed increased to 8,000 rpm briefly. Log files captured some significant fluctuations in the calculated flow and pulsatility index values at the time of the stated stent placement. These fluctuations seem to have occurred over the course of 1 hour from 07:50 - 08:39 on (B)(6) 2024. The patient was stable and sent home post stent placement.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. . Manufacturer's investigation conclusion: evaluation of the submitted images confirmed the reported event of extrinsic outflow graft obstruction (eogo). Additionally, review of the submitted log files confirmed the reported low flow alarms. Additional information revealed that the patient was having more frequent symptomatic low flow alarms and had a computed tomography (CT) scan on (B)(6) 2024. The patient then had a stent placed on (B)(6) 2024 for confirmed eogo. No patient symptoms were observed. The patient was stable and at home post stent procedure. The account submitted two sets of log files for review from before and after the stent was placed. The first set of log files revealed multiple low flow events on 08apr2024. The second set of log files captured events from 23apr2024 through 24apr2024. On 23apr2024 there were fluctuations in motor power, flow and pi that occurred during the timeframe that the stenting was reported to have been performed. After the procedure, the parameters returned to 4.1-4.4 watts, 3.6-4.5 lpm, and 3.7-8.8, respectively. The pump appeared to function as intended at the fixed speed. The account submitted two CT scans for evaluation. Both scans showed the side profile of the outflow graft. Figure 1 of the submitted images shows the outflow graft before the stent procedure. Within the bend relief the outflow graft (white) appeared to be narrowed. Figure 2 of the submitted images shows the outflow graft after the stent procedure. This image shows that the outflow graft (white) is no longer being narrowed. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. Additionally, these findings appear to be consistent with eogo. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for investigation. A corrective and preventative action was opened to further investigate hm3 extrinsic outflow graft obstruction. The relevant sections of the device history records for mlp-014772 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the hm 3 lvas patient handbook rev. D, are currently available. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.